Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months.  The pump was not explanted for return to the manufacturer for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department in a nonresponsive state after altered mental changes. Patient had a therapeutic inr of 3.7. Four hours later, the patient¿s inr was 1.4 after a few units of fresh frozen plasma (ffp). CT of the head showed a large bleed with a shift making neurologic recovery highly unlikely. The patient had a history of bad vascular disease and noncompliance with respect to smoking. Lvad support was withdrawn and patient expired on (B)(6) due to intracranial hemorrhagic stroke. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.